Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received a motor error alarm and the buttons were harder to press. The customer¿s blood glucose was unknown. Customer reported they received the open book image on the insulin pump screen. Customer reported that the insulin pump received random no delivery alerts. Customer mentioned that the insulin pump will randomly go off at the wrong time constantly. Customer declined for 24 hour technical support's assistance. The insulin pump will not be returned for analysis.